Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty front panel led. However, the specific cause of the faulty front panel led was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the device experienced the issue during a therapeutic procedure. The procedure was completed with a similar device and there was no delay or patient harm reported.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed that the led indicator (high) of the flow rate lid had less light and the panel needs to be replaced. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the high flow insufflation unit was unable to maintain high/set pressure. There was no harm or user injury reported due to the event.